Event description:
Urgent oxygenator change out due to increase delta p, flows dropped gradually to 3 l/min concurrent with an increase in delta p up to 160 mmhg. The original nautilus smart oxy was replaced with a new nautilus smart oxy without incident dr was bedside for the procedure. FDA safety report ID # (B)(4).